Event description:
Health professional reported, "band and port explanted due to dysphagia and band intolerance. Pt requested the removal of the lap band + port."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Dysphagia and "intolerance" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. Health professional has declined to provide additional info. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."